Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During an in clinic follow up, it was observed the device had pierced the pocket and become infected. The pocket was cleaned and the device was repositioned to resolve the event. The patient was stable.